Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the event is unknown.

Event description:
An adc customer reported he experienced bruising and cysts of the size of a grape or a pea at the sensor insertion site of his freestyle navigator continuous glucose monitoring system. The customer also reported he was seen by a doctor and received antibiotics twice which he knew they were "strong", but he could not recall the name of the medications. There was no report of death or permanent impairment associated with this event.